Manufacturer narrative:
Device passed displacement test, sleep current measurement, active current measurement and self test. No failed battery test alarms, low battery alerts or power loss alarms noted during testing. The power management tool confirmed the unloaded voltage and loaded voltage was within specific range. No power error alarms, this alarm is generated when a power failure is detected alarms, replace battery alerts or replace battery now alarms noted during testing or in the device trace download. No black or white display anomalies or display anomalies noted during testing. Hardware low level failures error was present in the device trace download, problem isolated to keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had the failed batter alarm. The blood glucose at the time of the incident was unknown. The customer was assisted with troubleshooting. The device will be returned for analysis.